Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for a triple bypass surgery and an infection on (B)(6) 2016 at 4 pm with a high blood glucose level of 247 mg/dl. The customer was nauseated. The customer stated that they did not provide the blood glucose value for the high blood glucose levels they experienced. The customer declined troubleshooting the issue. The customer did not return the product back for analysis.